Event description:
The customer indicated that pt a had a urine sample tested at the clinic with an icon 25 hcg test kit and the hcg result was negative (-). Pt a had a positive home pregnancy test from a home pregnancy test kit. On the same day, the pt was sent to lab for serum hcg quantitative analysis. Pt a had a quantitative hcg result of 161,468 miu/ml. The customer indicated that pt b had a urine sample tested at the clinic with an icon 25 hcg test kit and the hcg result was negative (-). On the same day, the pt was sent to lab for serum hcg quantitative analysis. Pt b had a quantitative hcg result of 159,920 miu/ml. The customer did not provide additional information regarding the testing methodology used [for pt a and b] in quantitative hcg testing. The customer indicated that there has been no change to pt treatment that can be attributed to this event.